Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Additional information added to the following fields: d4, g3, h2, h3, h4, h6, and h11. Corrected fields: d6a, d6b, d7a, and d9. The device was returned to olympus for inspection and the customer's reported issue was confirmed, saline did not expel from the distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation result, a definitive root cause could not be determined. The insertion tube portion sheath was inspected and no kink or damage was observed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the injector and sheath set had no fluid coming out of the injection needle. The issue was found during an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.